Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: while closing the vaginal cuff, on the second pass through tissue, the needle became dislodged from instrument, freed from suture. After removing the instrument from abdomen, the surgeon noticed only half of the needle still on the device and half of the needle in tissue. Needle broke at the swage. Patient was x-rayed and fluoroed and the needle half was located. Surgeon went in lap to retrieve the needle. Operative time was delayed more than 30 minutes. No bleeding was reported. Tissue damage occurred.